Event description:
On 06 oct 2008, the distributor reported that prior to surgery in 2008, it was identified that the screw was loose. If this malfunction were to recur in surgery there is a potential for the screw to fall into the wound, resulting in a surgical intervention.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending, upon return of the product.